Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation of the regional repair center which identified the following failures that are subject to investigation: damage on cable unit, water tightness lost. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, therefore a definitive root cause could not be identified, but based on the results of the investigation, it is likely the following led to the reported malfunction of the camera leaking and hazy image: due to damage of component failure of the cable unit, the water tightness was lost and image became abnormal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera is leaking and camera image is hazy, blurry. The event occurred during preparation for use. There were no reports of any patient harm.